Event description:
It was reported that device damage mechanical breakdown was observed. Patient had sick sinus syndrome. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.